Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection with sepsis. A revision was performed and the pacemaker along with the right atrial (ra) and right ventricular (rv) leads were explanted. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported. This explanted ra lead will not be returned.

Event description:
It was reported that the patient with this right atrial (ra) lead exhibited infection with sepsis. A revision was performed and the pacemaker along with the right atrial (ra) and right ventricular (rv) leads were explanted. The patient was treated with intravenous antibiotics. There were no adverse patient effects reported. This explanted ra lead will not be returned. Additional information was received which indicated the patient passed away due to sepsis.